Manufacturer narrative:
(B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, during a percutaneous nephrolithotomy (pcnl), under ureteroscope, the operator inserted a hiwire nitinol hydrophilic wire guide, and the hydrophilic coating detached during use. The device was immediately removed. The polymer jacket of the device was reported to be damaged. The wire guide was replaced with another same type device and the procedure was completed. No part of the hydrophilic coating remained inside the patient. The patient did not require any additional procedures due to this occurrence. No adverse events have been reported as a result of the alleged malfunction.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event summary: it was reported, during a percutaneous nephrolithotomy (pcnl), under ureteroscope, the operator inserted a hiwire nitinol hydrophilic wire guide and the hydrophilic coating detached during use. The device was immediately removed. The polymer jacket of the device was reported to be damaged. The wire guide was replaced with another same type device and the procedure was completed. No part of the hydrophilic coating remained inside the patient. The patient did not require any additional procedures due to this occurrence. No adverse events have been reported as a result of the alleged malfunction. Investigation - evaluation: reviews of the instructions for use, manufacturing instructions, specifications, and quality control procedures and a visual inspection, dimensional verification, and functional test of the device were conducted during the investigation. One hiwire nitinol hydrophilic wire guide was returned for investigation in a used condition inside the coiled holder. The holder showed signs of hydration. The wire guide was protruding approximately 5cm from the holder. Coating was noted to be flaking 4.5cm from flexible end. A document-based investigation evaluation was performed. No related non-conformances were found, and there have been no other reported complaints for this lot number. The device history record review provides objective evidence that the device was manufactured to specification. An evaluation performed by the supplier of the device also determined that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. There were no identified gaps in the device manufacturing instructions, specifications, or quality control procedures. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. The device is packaged with instructions for use, which caution, "manipulation of wire guide requires appropriate imaging control. Use caution not to force or over manipulate the wire guides when gaining access," and, "when using wire guide through a metal cannula /needle, use caution as damage may occur to outer coating." Based on the available information, cook has concluded that while a definitive cause of this event could not be established, user handling could not be ruled out as a cause for the hydrophilic coating flaking. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.